Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose levels ranging from 400 mg/dl to over 800 mg/dl. Customer stated that they tried treating with manual injections. Unable to troubleshoot.